Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported patient was on a prp list for a pump implanted in 2008. The managing physician¿s office stated the pump had been explanted years back but they did not know when or why. It was further reported that the doctor's note did not go into the specifics but noted the pump was removed due to complications. It was noted the issue was resolved. No further information provided.